Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) observed with the right ventricular (rv) lead, and the patient received inappropriate shocks. The lead remains in use. No further patient complications have been reported as a result of this event.